Event description:
Siemens become aware of a malfunction that occurred while operating the axiom artis dba system. During an emergency patient procedure, the system monitor turned black, and the unit automatically re-started. The user was able to complete the procedure following the system re-start. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed if additional information becomes available.

Manufacturer narrative:
The investigation of the reported issue was completed with the following results. During an emergency procedure, the bsr (x-ray imaging system) application experienced a failure, resulting in the system entering bypass mode. This "bypass" mode serves as a mitigation for various potential failure scenarios, allowing for a controlled stop of the procedure if necessary. In this mode, only continuous fluoroscopy is available wherein the acquired scenes cannot be saved and reviewed. Nonetheless, the customer attempted a hard power off and reboot of the system; however, this action did not resolve the issue. Despite this disruption, the patient procedure was completed, and no serious adverse effects related to the patient's health were communicated. The system was investigated, and an evaluation of the system logs indicated that the rtpc (real-time pc) experienced intermittent disconnections due to a rare hardware connection issue within the impac (image processing and control board). The impac board serves as an intermediary between the rtpc and the bsr, hosting multiple display and image transfer boards. Siemens local service engineer visited the concerned customer site and performed reseating of all connections in the rtpc, impac board, and the host pc. Following this service intervention, the issue has not reoccurred. The occurrence rate of the identified cause has been checked and no error accumulation has been identified. The occurrence rate is below the defined threshold.